Event description:
The iab was inserted into the pt on 11/20/1998. On 11/21/1998, the iab leaked. Blood was noted in the connector tubing and into the safety chamber. The pump was turned off immediately. The dr was unable to locate another machine for three hours. Because of the three hour delay, the pt had low cardiac output until a replacement machine was obtained. Despite several medications, the pt had acute renal failure and went on to expire on 11/23/1998. (Event complications: the pt had renal failure/expired - reported 12/1/1998.) (Pt's current status: expired reported 12/1/1998.)